Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have been trying to charge the implant for the past 2 days and have not been able to get it to charge. The recharger screen on the app is flashing red. The caller reports that the ins is depleted. The caller has not had any falls or trauma to the area, but did have a fall down 5 stairs last week but caught themselves. They tried to charge again yesterday but could not get the device to charge at all. The following troubleshooting steps were performed: closed out of all apps. Power cycled both pieces of equipment. The caller is not able to feel the device at all. Caller can feel an incision, but no device. The caller reported a minimal weight gain but that was prior to the implant. The caller was able to connect to charge last month, but it took 2 days to recharge. Redirected the caller back to the hcp to check the ins. The caller also reported that the recharger gets hot when it's recharging. Unable to adjust recharging speed due to being unable to connect.